Event description:
Additional information received indicated that for the last month, patient¿s urinary retention had gotten much worse again. It was treated by the interstim up until about a month ago. The patient was in the hospital for a week recently [hospital stay unrelated to interstim therapy] and her bladder would not empty. The health care provider (hcp) had to empty her bladder for her. Nine hundred ml of urine was removed. The patient developed a bladder infection due to the retention and was now taking cipro. She found out she had a bladder infection saturday night (B)(6) 2014. There was no injury prior to loss of efficacy. It was reported 8 days later that manufacturer would be meeting with patient 2 days from the day of this call at the implanted health care provider¿s office.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0gkjk, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect their implantable neurostimulator (ins). Specifically, the patient had been peeing in bed and noted that the symptoms returned 2 weeks ago. The patient stated that they felt no stimulation and did not remember when the stopped feeling it. It was noted that they used to feel the stimulation. The patient also stated that they knew for sure was that they do not have a kidney infection right now but used to get a kidney infection every week. . The patient used the programmer unit where it was determined that the therapy was on and they were on program1 at 0.9 volts. The patient was instructed to increase the stimulation until they felt it and increased it to 1.2 volts where they confirmed they felt the stimulation. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.